Event description:
It was reported that the right ventricular (rv) lead had high impedance, a high number of short intervals, and several episodes with artifact. The lead was explanted and replaced. During the extraction procedure the physician stated the stylet was impossible to insert through the lead and wire externalization was seen after the lead extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: 7232cx implantable cardioverter defibrillator (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal and proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor became extrinsically distorted due to pulling/stretching/overstress. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter). Visual summary analysis of the lead indicated stretching, there was one patient alert for rv. Pace impedance equal to 2992 ohms on (B)(6) 2013. Weekly pace lead trend data shows an increase in impedance from 496 to a peak of 3360 ohms between (B)(6) 2013. Twenty-two non-sustained ventricular episodes of 210 milliseconds (ms) between (B)(6) 2013. Three ventricular fibrillation with an average ventricular cycle of 200 ms between (B)(6) 2013. Ventricular short interval count equal to 15040 counts in 7.94 days, between (B)(6) 2013. This device was included in that field action, and returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.